Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive. The first event occured on (B)(6) 2024, 2nd on (B)(6) 2023 and 3rd being unknown the patient reported infusion set fell off during use. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing. The set was in use for almost 3 days. The patient replaced infusion set and resumed insulin successfully. No further information available.